Manufacturer narrative:
.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/2798251 event problem codes: (B)(4). No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that two femoral fractures occurred during implantation which were treated with cerclage wiring.